Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. All available information was investigated and the reported lock line knot was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during deployment, a knot was noticed in the lock line. The knot was cut which is considered medical intervention to deploy the clip. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted with no reported issue. The second clip delivery system (cds) was advanced to the mitral valve. After the lock lever cap was removed and the lock line was unwrapped, a knot was noticed proximal to the polyimide tubing. The lock line was cut distal to the knot, and was removed without issue. The clip was deployed successfully in the a1/p1 region, with no issues. A third cds was advanced; however, the clip was not implanted due to anatomical limitations. The patient had a good outcome and was confirmed to be stable post-procedure. No additional information was provided.